Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 200 mg/dl. Customer will contact healthcare provider (hcp) to acquire back-up insulin supply. The customer declined a follow up call with tandem technical support to confirm that they were able to obtain backup insulin supplies.